Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. International UDI: (B)(4). The field service engineer(fse) evaluated the device and verified the reported condition. The fse replaced the touchscreen assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator touchscreen is defective. The field service engineer(fse) evaluated the device and verified the reported condition. The event date was not specified; estimate used.